Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. In addition, it was reported that the pump battery was depleting quickly, and shut off unexpectedly. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was in the "upper 300s" mg/dl.